Manufacturer narrative:
Event date : month and year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcated stent graft was implanted for the endovascular treatment of an 80mm abdominal aortic aneurysm ten years ago on an unknown date . It was reported that the patient complained about the presence of black stools about 3 weeks prior to attending the facility. A CT scan was carried out on an unknown date and endoleaks were identified in the proximal and distal end of the stent after abdominal aortic aneurysm surgery. The patient was admitted in the emergency department for surgery due to the due the presence of blood in stools and abdominal pain. Intraoperative angiography performed showed type I endoleak, involving visceral branches. The patient was old and could not tolerate surgery, and there was no ready-made stent available during the operation. Pre-fenestration technique was considered to ensure blood supply to visceral branches, a medtronic endurant model 3216c145ee was used for preoperative fenestration. After the fenestration stent was plugged into the delivery system, it was noted that the outer sheath of the delivery system was found to be crimped. A non-mdt thoracic aortic stent graft was used instead for fenestration to reconstruct the visceral branches the cause of the event as per the physician could not be determined. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Additional information was received: the patient went to a local hospital on (B)(6) 2022 due to black stool. B-ultrasound on the same day found that blood flow signals were visible in the abdominal aortic aneurysm cavity. Therefore, cta was arranged to confirm the formation of aaa endoleak. Restricted by the local medical level, it was recommended that patient went to a higher-level hospital for treatment. Later, the patient was admitted to the emergency department on (B)(6) 2022 because of abdominal pain. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis conclusion :one still image received for review. Image depicts an endurant delivery system in a shipping tray. No deformation is visible to the device. A pouch label can also be observed, lot number and details on the label match that reported on gch. The device returned with the external slider in the home position. The back-end wheel was advanced approx. 8mm on device return. Deformation was noted to the graft cover. Deformation and bunching was noted to the graft cover at the proximal end of the graft, with a 2mm gap between the graft and stent-stop assembly. Prematurely deployed anchoring pins were observed sticking out of the proximal end of the graft cover. The graft cover appears to have been retracted and re-advanced. The taper tip appears to have been advanced. Upon deployment of the graft fenestration of the graft was visible, with holes on both sides of the graft cover. The reported deformation in vivo was confirmed through analysis. Ruler calibration number: 804855. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.